Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when post paced t wave oversensing was observed. No programming changes were made. Patient monitoring will continue.